Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. A cfm-200 was returned for investigation. A dark substance was noted on the check-flo, and a tear was observed on the blue valve. During the inspection, a testing ksaw sheath was obtained, so that it could be connected to the complaint check-flo. The device was then tested for leakage by occluding the sheath tubing with hemostats and injecting water through the connecting tube subassembly using a luer-lock syringe. Leakage was detected from the blue valve. It is feasible to suggest that the tear in the blue valve caused the observed leakage. It was reported that the customer detected the failure during rinsing of the device prior to the procedure. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaints for this lot number from the same facility. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a check-flo hemostasis assembly valve broke under the pressure of a manual injection during an unspecified intervention (1820334-2017-01373). Additionally, it was reported that a similar event occurred with another device (1820334-2017-01374) without further details. The user reported that this occurred before the procedure during the rinse of the device. This occurred prior to patient contact. A section of the device did not remain inside the patient¿s body and the patient did not require any additional procedures due to this occurrence.